Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets leaked. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.